Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 1 bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: catheter threaded into a vein leaks where the plastic cannula meets the blue hub.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 09-jun-2022. H6: investigation summary: bd received a box of 46 insyte autoguard blood control units from lot 2018396 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical defects or deformities with the samples. Next, a water/air leak test was performed on the returned units and three of the units failed. The failed units were then inspected under a microscope and a hole was found in each unit near the metal wedge. Therefore, based off the microscopic inspection and testing the engineer was able to verify the reported defect.

Event description:
It was reported that at least 1 bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: catheter threaded into a vein leaks where the plastic cannula meets the blue hub.